Event description:
It was reported that the device was broken/damaged and had broken door. The wire was broken. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Please note that the initial report for MFR report # 2016493-2022-198405 was submitted for the error code 210.5020 which was observed during device servicing process. This follow-up report is submitted to add clarity to the previous report.

Event description:
It was reported that the device was broken/damaged and had broken door. The wire was broken. There was no reported patient involvement.